Event description:
Account contact reports: employee working in special care nursery placed gloves on hands and within mins she experienced red, swollen hands and feet and welts on her face. The employee also vomited. The employee was administering mucomist respiratory treatment at the time of this reaction.